Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to customer's blood glucose level. Technical support guided caller through pump reset, which resolved the issue, enabling the customer to successfully start their sensor session.